Event description:
In 2006, when removing the guidewire from the lcak catheter, the guidewire was blocked. The guidewire was then removed by force. The catheter broke in the subarachnoid space. No clinical consequences were reported, but a catheter piece remained in the subarachnoid space. The following information was obtained by phone on november, 2006: the user facility attempted to retrieve the piece of catheter, but the retrieval would require another surgery. The physician decided to leave it. The patient had no clinical consequences from the remaining piece, when the physician left the unit. The present status is unk. The catheter insertion was reported as without difficulty. The device is available for evaluation.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.